Event description:
The dealer put a new controller on the chair and drove for 15 minutes. He turned the chair off and then back on, but the chair allegedly would not move. He heard the motors click, but no movement. He turned the chair off and on again and allegedly did not hear the motors. He allegedly heard a pop and smelled burning from the controller. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of the device. The power chair model tdx3 uses owners manual part no 1114809 rev k - 04/04/07 was provided at the time of purchase. Front cover: it appears the dealer was following the warning on page 2 which states "warning - a qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual" when the issue of the "pop" and then a burning smell occurred. It is unknown if the dealer fully read and understood the required manuals prior to the incident. If so, this incident may not have occurred. On page 2 it states: "dealers and qualified technicians: do not service or operate this equipment without first reading and understanding the owner's operator and maintenance manual, the service manual (if applicable), and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise, injury or damage may result. Notice the information contained in this document is subject to change without notice.